Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far r-wave oversensing was observed on the atrial channel via remote merlin transmission. Reprogramming changes were made. The patient condition is better.